Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose was 20 mmol/L. Customer removed obstruction from speaker holes, cleaned speaker area, and reconnected cartridge as instructed by Technical Support, after which insulin delivery resumed and pump returned to normal operation.